Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date returned for evaluation was reported as apr 08, 2018, the correct date is may 01, 2019. The device manufacture date was reported as unknown in the initial medwatch report. This has been updated to march 29, 2016. UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was running continuously and there was corrosion found on the electric control unit (ecu) and the motor sensor. The device also failed pretest for check the function and direction of rotation and check the function with foot pedal. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 2 of 2 of the same event. It was reported from (B)(6) that during an animal testing lab, the electric pen drive device spun on its own. The event was not related to surgery. There was no human patient involvement as this device is for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was noted that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.